Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had insulin flow blocked alarm on insulin pump. The customer's blood glucose was 500 mg/dl. The customer treated high blood glucose with insulin pump. The customer declined to troubleshoot for high blood glucose. Customer reported event was resolved by changing complete set. The products will not be returned for analysis.